Event description:
The customer called to report that during surgery the drill did not stop at the dura and tore the dura. Does not appear to be patient harm and the delay in surgery was not greater than 30 minutes.

Manufacturer narrative:
No gtin number available the perforator was evaluated by the supplier and it was found to be within specifications. This perforator met all visual and functional testing requirements. The root cause of the reported problem "drill did not stop at the dura " was not determined. All evaluation tests and inspections had acceptable results. The perforator met functional test method acceptance requirements; proper engagement and disengagement were achieved with every drilled hole, and there was no premature disengagement or erratic and poor cutting action. A review of the device history records did not reveal any anomalies. We will continue to monitor for this or similar complaints for this product code. At the present time this complaint is considered closed.